Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, h3 and h6 as reported, a rounded "endovascular" image persisted on ultrasound, which could suggest the balloon, after deflation and button 2 depression of a 5f mynx control vascular closure device (vcd). There was no problem closing the puncture site, the system worked correctly and there was no problem with button 2. There was no reported patient injury. The device was prepared, and the balloon was purged and no obvious abnormality was shown. The deployment of the device was done normally under ultrasound and the recommended time was waited. Deflation of the balloon and the removal of the material via button 2 was done without resistance or anomaly. However, a rounded "endovascular" image persisted on ultrasound which was stated "could suggest the balloon". The common femoral was patent and there were no symptoms. Remote doppler monitoring was strictly normal. The device was used in an interventional procedure with a retrograde approach. An unknown non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The entire closing procedure is done under ultrasound. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site or scar tissue. There was no balloon detachment. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no excessive force applied. Button #1 was properly and completely activated before button #2 was attempted. There were no multiple sheath exchanges prior to the use of the mynx device. There was no excessive tension applied to the device (as indicated in the tension indicator). The balloon was not inverted. There were no damages noted to the button. The balloon did not lose pressure. There was no suspicion that the balloon lost pressure prior to attempting balloon retraction. The balloon was able to be completely deflated. The sealant was deployed. The sealant was not removed with the removal of the device. At the end of the procedure, the doctor always checked the patency of the artery using ultrasound, there was no bleeding. The user is trained to the device. The device was stored per the instructions for use. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 6f/7f¿ was returned for evaluation. Visual inspection of the received device showed button 1 and button 2 were fully depressed. The syringe was connected to the device with the stopcock open. The sealant was not received for evaluation and no damages were observed in the sealant sleeve assembly. Bloody residue was noted on the sealant sleeve assembly. The procedure sheath was not received for evaluation. The balloon was received fully deflated and retracted into the tamp tube. Functional analysis was performed. First, button #2 was reset to the factory setting. Inflation/deflation test was performed on the balloon and pressure was maintained with proper functioning of the inflation indicator. Next, button 2 was completely depressed and locked in place and the balloon was successfully retracted into the tamp tube. Visual inspection at high magnification revealed the balloon of the returned device could be inflated without any issue. The sealant was not received for evaluation and no damages were observed in the sealant sleeve assembly. The reported events ¿balloon-deflation difficulty¿ and ¿balloon retraction jam¿ were not confirmed, and the root cause for this incident could not be determined from the information provided. The balloon performed as intended. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU ¿open the stopcock to deflate the balloon. (Figure 6b) ¿ to ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. (Figure 6c) while maintaining fingertip compression on the skin, remove the device from the patient.¿ the investigation does not suggest a design or manufacturing related cause for this reported event. Therefore, no corrective/preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a rounded "endovascular" image persisted on ultrasound, which could suggest the balloon, after deflation and button 2 depression of a 5f mynx control vascular closure device (vcd). There was no problem closing the puncture site, the system worked correctly and there was no problem with button 2. There was no reported patient injury. The device was prepared and the balloon was purged and no obvious abnormality was shown. The deployment of the device was done normally under ultrasound and the recommended time was waited. Deflation of the balloon and the removal of the material via button 2 was done without resistance or anomaly. However, a rounded "endovascular" image persisted on ultrasound which was stated "could suggest the balloon". The common femoral was patent and there were no symptoms. Remote doppler monitoring was strictly normal. The device was used in an interventional procedure with a retrograde approach. An unknown non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The entire closing procedure is done under ultrasound. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site or scar tissue. There was no balloon detachment. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no excessive force applied. Button #1 was properly and completely activated before button #2 was attempted. There were no multiple sheath exchanges prior to the use of the mynx device. There was no excessive tension applied to the device (as indicated in the tension indicator). The balloon was not inverted. There were no damages noted to the button. The balloon did not lose pressure. There was no suspicion that the balloon lost pressure prior to attempting balloon retraction. The balloon was able to be completely deflated. The sealant was deployed. The sealant was not removed with the removal of the device. At the end of the procedure, the doctor always checked the patency of the artery using ultrasound, there was no bleeding. The user is trained to the device. The device was stored per the instructions for use. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.